Manufacturer narrative:
It was reported that the mattress cover was alleged to have blood stains on the cover. This MDR is for the 1037 trauma stretcher that is the concomitant product of the mattress. The stretcher did not cause or contribute to the event reported for the mattress. Refer to 0001831750-2013-10276 for reporting of the mattress.

Event description:
It was reported that the mattress cover alleged to have blood stains on the cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the mattress cover alleged to have blood stains on the cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.